Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification setting occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2025, the day of the event, the patient was involved in a severe car accident due to a missed alert for a low continuous glucose monitor (cgm) reading. At the time of the event, the patient was alone in the car and unaware that the g7 app was indicating a low cgm reading. She was feeling slightly tired but usually takes a nap in the afternoon, which she missed that day. When the accident occurred, an ambulance was called by a bystander. The patient was unconscious, and when a fingerstick was taken the blood glucose reading was 27 mg/dl. It was unknown if the patient loss consciousness before the accident. The patient sustained severe bruising to her arms, legs, head, and face and was brought to the hospital. The reporter could not provide information regarding treatment but stated that the patient was discharged the day after the event. At the time of the report the patient was experiencing pain, stiffness, swelling and bruising, as a result from the accident, but it was understood they had recovered from the hypoglycemic event. Performance data was reviewed. The allegation was undetermined via data. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.